Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during a flexible ureteroscopy procedure in the middle pole kidney performed on (B)(6), 2014. According to the complainant, 30 to 45 minutes into the procedure, the laser fiber connector overheated. The nurse attempted to remove the laser fiber from the generator and sustained 1st degree burns on the first, second and third finger of the right hand. The burn was treated with biafin and water, and healed after 2 days, not requiring additional intervention. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event. There were no patient consequences at the conclusion of the procedure.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.